Event description:
Consumer called to report feeling how when they were receiving 250 and 280 on their plink meter. Had to call paramedics for assistance and ended up in the emergency room due to adjusting their insulin on the readings, they were getting. Reading at the hospital was 30.